Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
The patient reported "I think my pump quit." The patient noticed about 6pm last night that "I was hurting bad." The patient went to use their ptm and to get a bolus. When the patient requested a bolus it goes back to the home screen, the splash screen. The patient stated the ptm stated their refill is (B)(6) 2016. The patient stated they just changed the batteries a few days ago. The brand was "sentry" and per the patient they are the cheap brand as the patient didn't have much money with them at the time. At the time of the report the patient did not have another set of batteries to try. The drug, interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.